Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had a defective connector and no image. The issue occurred during reprocessing. There was no delay and there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. It has been over eight (8) year since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it was presumed the suggested event occurred by a failure of the video connector socket olympus will continue to monitor field performance for this device.